Manufacturer narrative:
H6: c19: a review of the manufacturing records indicated the device met pre-release specifications. The device was returned to manufactory on sep 26, 2024. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6), a patient was to be implanted with 9mm x 5cm gore® viabahn endoprosthesis with heparin bioactive surface (viabahn device) to treat the external iliac artery dissection. A 9fr cook sheath and bs guide wire was utilized as accessories. Two e-luminexx devices were implanted. The viabahn device was advanced to target lesion from right femoral artery to left external iliac artery. The viabahn device was to be overlapped with e-luminexx device. After pulling out deployment line a bit, it got stuck. The stent couldn't be deployed. Therefore, it was removed with sheath. Another 10mm x 5cm viabahn device was implanted to complete the procedure. The patient tolerated the procedure.

Manufacturer narrative:
Correct d9: the device was returned to the manufactory on september 26, 2024. However, it was found that the returned catheter was not a complaint device. Complaint device catheter returned to the manufactory on october 31, 2024. H6: c19 - this complaint was initiated on the basis of information received from the field. The information reported in the complaint indicates the user experienced an inability to deploy the device, there was no expansion of the endoprosthesis, and the device was subsequently withdrawn without additional complication. The viabahn® device was returned to gore for evaluation, and the device was returned without the endoprosthesis. The cause for the reported deployment difficulty could not be established. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode potentially associated with this event.